Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. The majority of the stent strut rows are slightly damaged. Rows 4, 5 and 10 from the proximal end were lifted and bent distally. The manufacturing data for this device was reviewed and no issues were highlighted. The maximum crimp stent profile was measured and is within the maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21-mar-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified left circumflex (lcx) artery. After pre-dilatation using a 2.25mm balloon catheter, a 2.25x15mm non-bsc stent was advanced but failed to cross the lesion. Dilation was again performed but still would not cross the lesion. The device was removed and a 2.25 x 16 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.